Event description:
It was reported that during extraction of the right ventricular lead, the right atrial (ra) lead had loss of capture (loc). It was also reported that the ra lead had low impedance, undersensing, and an apparent lead fracture. Therefore, the ra lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and it was noted that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector (overstress). There is intermittency between the pin and cap on the is-1 connector. It was also noted that all conductors were distorted, the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the inner insulation was torn, all insulators were breached cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.